Event description:
The customer reported false positive result with the determine hiv-1/2 ag/ab combo test kit performed on (B)(6) 2024 using serum sample. Repeat testing was performed twice with test strips from same lot on (B)(6) 2024 with serum sample which generated negative results. Additional testing was performed with unknown test type in a laboratory with serum sample that generated negative result. Although requested, no additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 874643 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot: 874643, device part number 10732998/ lot 866255. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 874643 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient samples.

Event description:
The customer reported false positive result with the determine hiv-1/2 ag/ab combo test kit performed on (B)(6) 2024 using serum sample. Repeat testing was performed twice with test strips from same lot on (B)(6) 2024 with serum sample which generated negative results. Additional testing was performed with unknown test type in a laboratory with serum sample that generated negative result. Although requested, no additional information, including treatment and outcome, was provided.